Event description:
It is reported in the literature titled "outcomes and quality of life assessment after per oral endoscopic myotomy (poem) performed in the endoscopy unit with trainees", two of 62 patients experienced procedural related adverse events during a poem procedure using olympus devices. This study was a retrospective review of data for patients who underwent poem with involvement of trainees. Trainees were instructed in performing mucosotomy, submucosal dissection, creating submucosal tunnel, identifying gastroesophageal junction, myotomy, and closure of mucosal incision in a step-by-step fashion. Trainees¿ performance on each step was evaluated by the mentor based on several key points in each step. The study concluded that the outcome of poem performed by trainees with expert guidance did not increase the incidence of adverse events. For this study, all poem procedures were preformed using an olympus gif-h190 gastrovideoscope with a transparent distal cap attachment (mh-588), an olympus triangle tip knife, an olympus ucr insufflation device, and an olympus fd-411 coagrasper. There was no report of any olympus device malfunction in any procedure reported in this study. One patient in this study needed chest tube placement for pneumothorax within one hour of poem procedure. One patient developed significant pneumoperitoneum intraproceduraly which was successfully decompressed by the endoscopist with temporary placement of a veress needle. (B)(4).